Manufacturer narrative:
The provided qc data gave no indication of a reagent or an instrument issue. The analyzer alarm history contained no conspicuous events. The field engineering specialist (fes) determined that the root cause was due to the air mix and air dry pressure in the ise mixing tower being low. He replaced the mixing tower and adjusted the air pressures. Ise calibrations were successful. The customer performed successful qc testing. There were no further issues following the service visit.

Event description:
The initial reporter complained of questionable na+ electrode results for 6 patients tested on a cobas integra 400 plus compared to other laboratories cobas 6000 c (501) module. From the data provided, 3 patient's sodium results were discrepant. Patient 1: the initial sodium result was 125 mmol/l with a data flag. The same patient sample was tested on both the same analyzer and the other laboratories cobas c501 with sodium results of 133 mmol/l and 133 mmol/l respectively. The testing in the other laboratory was on (B)(6) 2019. The customer then performed comparison testing of other patient samples that were originally tested on the integra 400 and compared them to the other laboratories cobas c501. From this testing, two additional patients had discrepant results. Patient 2: the i400 sodium result was 131 mmol/l and the cobas c501 sodium result was 137 mmol/l. Patient 3: the i400 sodium result was 125 mmol/l and the cobas c501 sodium result was 131 mmol/l. The results in question were reported outside of the laboratory. The sodium electrode lot was 21583947 with an expiration date of 05-jul-2019.